Manufacturer narrative:
The lot was manufactured from may 02, 2019 - may 03, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and no issues were noted. Based on the functional flow rate test result, the infusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over infused medication to the patient. The expected therapy time was 48 hours; however, the patient observed that the entire medication volume had been delivered within 24 hours. The device had been filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.